Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and a capture threshold of greater than 5.5 mv at 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.